Event description:
Medtronic received information regarding a valve system. It was reported that there was a breakage of the drainage system of the csf derivation under the collection chamber, under the clamp with consequent consequent creation of an open circuit. It was necessary to replace the open circuit with a new closed system. The procedure was completed with a back up product.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.